Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31396401l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After 30 minutes from the start of the ablation, the patient's blood pressure decrease was observed. Echocardiography revealed pericardial effusion. Drainage was performed, but blood was withdrawn continuously and could not been stopped. The patient was transferred to another hospital for cardiac surgery. Prior to transfer, the patient was recovered to a certain extent, however, the patient was transferred to another hospital as a precaution. The patient was transferred to another hospital for cardiac surgery, but the cardiac surgery was not performed. The patient improved. However, they required extended hospitalization. The physician's opinion on the cause of the adverse event is the procedure. The event might have occurred when the ablation was conducted around left atrial appendage. Atrial septal puncture was performed. Ablation was performed before pericardial effusion was confirmed. No steam pop was confirmed. No abnormalities observed prior to or during use of the product. No error messages observed on biosense webster equipment during the procedure. Other relevant medical history includes "5th atrial fibrillation".